Event description:
A customer from (B)(6) reported to biomérieux a false susceptible trimethoprim/sulfamethoxazole result for six (6) patient escherichia coli samples, in association with the vitek 2 ast-n233 test kit. The customer tested the 6 samples on day 0, day 7 and day 14 using the ast-n233 cards and the compared the results. The following results were the same for all samples. The trimethoprim/sulfamethoxazole result on day 0 was cmi = resistant, and the result for day 7 was cmi = susceptible. The customer performed the kirby-bauer method which gave a resistant result. A second alternative method (phoenix) was performed and the result was cmi = resistant the customer reported that the cards passed internal quality control tests. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The test reports were requested from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: (B)(6). The ast-n233 cards did not perform as intended. An underestimation of sxt is confirmed for 4 of the 5 strains. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.